Event description:
The customer reported that prior to use on a pt, the iabp generated a "gas gain in iab circuit" alarm. No pt injury was reported.

Manufacturer narrative:
We are following up with the customer for additional information related to the completion of the procedure. The iabp is under evaluation by a company service rep. A supplemental medwatch will be submitted when the investigation is complete.